Event description:
It was reported that the blade started flaking in the pt during the procedure. Pieces were recovered and surgery was completed with another blade.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.